Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastric ulcer ("gastrointestinal or digestive system condition: ulcers"), brain injury ("neurological conditions or problems: scars on brain"), systemic lupus erythematosus ("autoimmune disorder: lupus"), coeliac disease ("autoimmune disorder: celiac") and sjogren's syndrome ("autoimmune disorder: sjogren¿s syndrome") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hormones nos for dyspareunia, gliclazide (benelaxa), hydroxychloroquine and methotrexate for lupus erythematosus, topiramate (topamax) for migraine and headache, eugynon (alesse birth control) for mood swings and loss of libido, ibuprofen for pelvic pain female and endometriosis, biotin for sjogren's syndrome, gabapentin and pregabalin (lyrica) for tingling feet/hands and fluconazole (diflucan) for vaginal discharge. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), vaginal discharge ("abnormal vaginal discharge / vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches / head pain"). In 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and uterine leiomyoma ("fibroids"). In 2005, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and food allergy ("gastrointestinal or digestive system condition: sensitivity to certain foods"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In 2007, the patient experienced nausea ("nausea"), palpitations ("heart palpitations"), visual impairment ("vision/eye problems: increasing poor vision / seeing spots"), cataract ("cataract developing"), paraesthesia ("neurological conditions or problems: tingling and numbing in fingers or toes"), hypoaesthesia ("neurological conditions or problems: tingling and numbing in fingers or toes"), systemic lupus erythematosus (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced bladder pain ("bladder cramps"). In (B)(6) 2008, the patient experienced mood swings ("mood swings") and loss of libido ("lack of sexual drive/loss of sex drive"). In 2009, the patient experienced brain injury (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), skin irritation ("skin irritations / rashes or skin conditions: skin irritation") and the first episode of dysgeusia ("metallic taste in mouth"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs") and coeliac disease (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced gastric ulcer (seriousness criterion medically significant). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), abdominal pain ("abdominal pain"), the second episode of dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery"), back pain ("back pain"), myalgia ("muscle pain"), arthralgia ("joints pain") and anaemia ("chronic anemia"). The patient was treated with surgery (underwent two partial hsyterectomies to remove the essure devices, oophorectomy, salpingectomy,) and surgery (ablation). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the pelvic pain, nausea, mood swings and back pain was resolving, the vaginal haemorrhage, menorrhagia, vaginal discharge, the last episode of dysgeusia and skin irritation had resolved, the abdominal pain lower, dyspareunia, alopecia, hormone level abnormal, abdominal pain, procedural pain, female sexual dysfunction, palpitations, bladder pain, tooth disorder, dysmenorrhoea, gastric ulcer, brain injury, loss of libido, visual impairment, cataract, endometriosis, paraesthesia, hypoaesthesia, irritable bowel syndrome, food allergy, headache, systemic lupus erythematosus, coeliac disease, sjogren's syndrome, myalgia and arthralgia outcome was unknown and the fatigue, migraine, ovarian cyst, uterine leiomyoma and anaemia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, back pain, bladder pain, brain injury, cataract, coeliac disease, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, food allergy, gastric ulcer, headache, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, loss of libido, menorrhagia, migraine, mood swings, myalgia, nausea, ovarian cyst, palpitations, paraesthesia, pelvic pain, procedural pain, sjogren's syndrome, skin irritation, systemic lupus erythematosus, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, visual impairment, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: confirming full occlusion of fallopian tubes she use bendryl cream for skin irritation. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, heart palpitations, dental problems, dysmenorrhea (cramping), gastrointestinal ulcers, scars on brain, mood swings, lack of sexual drive, increasing poor vision / seeing spots, cataract developing, endometriosis, ovarian cyst, fibroids, metallic taste in mouth, tingling and numbing in fingers or toes, ibs, sensitivity to certain foods, headaches / head pain. Previously reported "bladder problems" was specified as "bladder cramps" and "autoimmune disorder" as "lupus", "celiac" and "sjogren syndrome". Event outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), bladder disorder ("bladder problems"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), nausea ("nausea"), abdominal pain ("abdominal pain"), vaginal discharge ("abnormal vaginal discharge"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritations") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent two partial hysterectomies to remove the essure devices). Essure (ess205) was removed. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain lower, dyspareunia, fatigue, bladder disorder, alopecia, hormone level abnormal, migraine, nausea, abdominal pain, vaginal discharge, dysgeusia, skin irritation and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, dysgeusia, dyspareunia, fatigue, hormone level abnormal, migraine, nausea, pelvic pain, procedural pain, skin irritation and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgeries, plaintiff's symptoms have improved but are not resolved diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2003: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.